Manufacturer narrative:
The referenced device was returned to olympus medical systems corp (omsc) for eval. The eval found a broken pin, bent grasping portion, and scratch mark on the grasping portion of the device. Omsc attributed the reported phenomenon to physical damage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a nephrectomy, a device fragment fell into the pt. The device fragment was removed using a grasping forceps (model unk). The procedure was completed and there was no pt injury reported.